Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to recurrent dislocations. Surgeon reported complicating factors as patient emaciation with virtually no muscle, and patient non- compliance in terms of follow-up visits. Patient's poly insert and femoral head were revised to an adm/ mdm liner construct with a 28 +4 lfit v40 head. Rep provided a webops report, x-ray, and revision usage sheet, and reported that no further information will be available.

Event description:
It was reported that the patient's left hip was revised due to recurrent dislocations. Surgeon reported complicating factors as patient emaciation with virtually no muscle, and patient non- compliance in terms of follow-up visits. Patient's poly insert and femoral head were revised to an adm/ mdm liner construct with a 28 +4 lfit v40 head. Rep provided a webops report, x-ray, and revision usage sheet, and reported that no further information will be available.

Manufacturer narrative:
An event regarding dislocation involving trident liner was reported. The event was confirmed by medical review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: "rejected for medical review by [....] ¿ x-ray provided confirms dislocation, need additional information; primary and revision operative reports, clinical and past medical history". Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.